Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: (B)(4). No causes or potential causes of the customers reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right plunger case was cracked. A review of the event history log (ehl) identified syringe plunger not in place. During the functional testing the reported issue was able to be duplicated. Q1 was broken off from plunger board and plunger board broken off from glued. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced plunger board. Performed preventative maintenance and all functional tests which passed. UDI information was unknown.

Event description:
It was reported that the pump did not recognize the syringe. No patient injury was reported.